Event description:
A home pt's spouse contacted baxter's technical service center regarding a question they had about the prime cycle. The home pt's spouse reported that they accidently connected the home pt to the homechoice set when the display read "connect bags" and pressed go to initiate the prime cycle. The home pt's spouse reported that they realized the mistake, before any alarm occurred and pressed stop on the homechoice machine. Baxter's technical service center assisted the home pt's spouse in continuing therapy. No pt injury or medical intervention was associated with this incident, per the home pt's spouse.